Manufacturer narrative:
Evaluation summary: the part returned indicates that the torque applied was enough to induce stresses above the yield stress of the 440 sst material. It is possible that the driver was used under power during the final tightening of screws. The surgical technique informs the suer to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. Cause cannot be definitively determined. There was one part returned for this complaint. The part showed a significant twist to the hex tip which led to fracture. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the tip of the driver was broken.